Event description:
The complainant reported that a pt (age and gender unk) underwent an attempt to electrocauterize a gastrointestinal bleed using an injection gold probe device. It was reported that "during the procedure, the gold wrap around the distal tip of the probe fell off of the catheter and into the pt's stomach. The electrocautery procedure was ceased." Attempts to retrieve the component were unsuccessful. The pt was subsequently taken to surgery. No further info is available.

Manufacturer narrative:
The complainant indicated that the device is not available for evaluation. However, the device history record was reviewed and we have determined that the reported lot, 9134917, met all specifications and had no anomalies relevant to the reported complaint upon its release. Additionally, the lot has not been involved in any additional similar complaints. Further, a trend review for the endoscopy injection gold probe product family was conducted as of january 31st, 2007 and found no adverse trends for this type of complaint. Because this device will not be received by the MFR, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for the reported event.